Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was high potassium affecting their heart. The caller stated that the customer had kidney issues and high potassium that may have led to the customer's passing. The customer¿s blood glucose was 440 to 448 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The insulin pump had been disconnected for a time prior to passing but was reconnected to treat the high. The customer was using a competitor's sensor system. The customer had skipped their dialysis session on the day they passed. The caller stated getting high was normal for the customer and stated it was not related to their passing. The caller declined to return the insulin pump for analysis.